Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix was retracted and clogged with blood. X-ray examination found the over-torqued inner coil consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to the helix being clogged with blood and the over-torqued inner coil.

Event description:
New information received notes that the helix mechanism issue was noted after insertion into the patient's body and the lead body movement during fixation was considered to be due to improper helix deployment or mechanical instability.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the lead helix was unable to be retracted. Movement of the lead body was observed during attempted helix retraction. The lead was removed and replaced. The patient remained in stable condition.